Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Procedure: acl reconstruction. After the acl graft was advance to the femoral tunnel. The knee was put through a range of motion and the graft tension from the tibial side. The tibial side was then fixated. Afterwards they discovered that the suture loop head was elongated and allowed the graft to pull out of the femoral tunnel. Implant had to be removed and procedure needs to restart with fresh implant. Patient was fine post-srugery.1 and half hour delay in surgery. No adverse event to the patient. The following additional information regarding the questions asked of the affiliate was received via e-mail from the affiliate on 12-18-2015: the graft was 8mm's as was the femoral tunnel. The cycling of the knee occurred without view of the joint space or graft, and the sutures had not been cut when the elongation was noticed. The major delay was caused because tibial intrafix was used to fixate the tibia, and although we were able to remove the screw, we were unable to remove the sheath and free the graft from the tibial end. So a dissection had to be made on the femoral side to access the button and release the loops with a scalpel to allow the graft to be pulled out through the tibial tunnel. This also destroyed the device to prevent post operative examination.